Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, before the procedure, the handle was attached to the cre balloon and the knob was moved from the neutral position to the forward position. At this point in time air entered the balloon. They tried to reverse the knob and remove the air; however the air would not come out of the balloon. They tried to insert the balloon down the scope; however, it would not advance due to the air already in the balloon. There was no reported malfunction with the handle and it was used to complete the procedure with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.